Event description:
IV warmer: units are having a water pump failure. All but one of reporter's hot line IV warmers have failed. Unit will stop pumping water in the IV tubing jacket and the tank bath will keep heating until the over temp alarm trips.